Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted that they performed destructive analysis to complete electrical tests and visual inspection of inner insulation. No fracture or inner insulation breached was observed.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4076 implantable pacing lead (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.